Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1-7 were damaged and stretched. The first proximal stent row was lifted and stretched upwards. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 112 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18apr2018. It was reported that crossing difficulties were encountered. The target lesion was located in the fibrocalcific left circumflex artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a maverick balloon catheter. A 38 x 3.00mm promus premier¿ stent was advanced but failed to cross. Subsequently, after dilatation was again performed at high pressure, a 24x2.50mm promus premier¿ stent was advanced but also failed to cross. The device was replaced with another of the same device and the procedure was completed after post-dilatation was performed. However, returned device analysis revealed stent damage.